Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 12.6 mmol/l (mobile system) and 3.8 mmol/l (aviva system). Customer had unspecified hypoglycemic symptoms at the time of the results. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system. Device will not be returned.